Event description:
Patient's md office reported that the patient passed away unexpectedly. Dose or amount: 48 mg milligrams. Frequency: once. Route: intra-articular. Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018. Diagnosis or reason for use: unilateral primary osteoarthritis.